Event description:
A report was received that the patient's ipg was moving around and the physician has recommended a revision.

Event description:
A report was received that the patient's ipg was moving around and the physician has recommended a revision.

Manufacturer narrative:
Additional information was received that during the revision the physician opened the pocket, rotated the ipg, and relocated the ipg in the same pocket. The patient was reportedly doing well following the procedure.